Event description:
No rope in the product after using it, no string-tampon [device physical property issue]. Case narrative: consumer reported via phone that there was no rope on the tampon. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
No rope in the product after using it, no string-tampon [device physical property issue]. Case narrative: consumer reported via phone that there was no rope on the tampon. No injury was reported.